Manufacturer narrative:
Investigation in progress, but not yet complete.

Event description:
During a screw insertion into the pt's mandible, the screw snapped when being turned anti-clockwise. Surgeon felt it was difficult to insert so backed it out. Surgery was completed using a different length plate and screws.